Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion located in the 1st obtuse marginal of the circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that an attempt was made to implant the stent near a previously implanted stent however it failed to pass through the previously implanted stent and was removed from the patient. Upon removal it was noted that there was a flare observed in the mid section of the stent therefore it was not implanted. The procedure was completed using a non-medtronic stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.